Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported a patient was injected in the cheeks with two syringes of juvéderm voluma® xc. About one month later, patient experienced ¿abscess and biofilm on the left cheek and the patient had it drained. The patient was treated with chlorhexidine rinse, naproxen, and septra. The patient concomitantly takes minoxidil, estradiol, progestin, hormones and hair restoration. Hcp reported it appears to behave empirically like a biofilm. Hcp treated patient with linezolid 600mg bid x 2 weeks. The symptoms has been resolved.